Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 40.0 mg/ml at 0.248 mg/day. Analysis of the pump identified shorting across the insulator and found bridging across the m1 feed through's ceramic insulation with corrosion present.

Event description:
Information was provided by a manufacturer's representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer for analysis with no known complaints. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.